Manufacturer narrative:
Problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used for polyp thermal excision in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. It was reported that during the procedure and inside the patient, the connection to electrify was not stable. The device delivered some energy but it was intermittent or suboptimal. The snare was securely attached to the active cord. They did not attempt to cold cut the polyp. There were no problems found on the cautery pins. The procedure was completed with a different snare device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a07 captures the reportable event of device delivers energy intermittently. Block h10: investigation results: a captivator small oval stiff snare was received for analysis. Visual inspection of the returned device revealed that no problems had been found. Functional inspection was performed and device contracted and extended well. Electrical test was performed and the device passed, indicating a proper connection. No other problems were noted. The reported event of "device delivers energy intermittently" could not be confirmed since the electrical test passed. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems related to the events reported. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used for polyp thermal excision in the colon during an endoscopic mucosal resection (emr) procedure performed on january 12, 2022. It was reported that during the procedure and inside the patient, the connection to electrify was not stable. The device delivered some energy but it was intermittent or suboptimal. The snare was securely attached to the active cord. They did not attempt to cold cut the polyp. There were no problems found on the cautery pins. The procedure was completed with a different snare device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.